Manufacturer narrative:
A very magnified photo was provided. The photo showed a blue fiber on what appeared to be a sponge tip. No determination as to the nature of origin of the blue fiber can be made from the photo. The product investigation could not identify a root cause for the reported complaint. The product and fiber were not returned for evaluation. The provided photo showed a blue fiber on what appeared to be a sponge tip. No determination as to the nature and origin of the blue fiber can be made from the photo. Nozzles are 100% inspected internally and externally during the manufacturing process. The company devices receive an additional 100% microscopic inspection of the lens, barrel and nozzle when the product is assembled in the ce. Fibers are not acceptable per our release criteria. The indicated products share no correlation to manufacturing date and were manufactured over a period of four years. Information was provided that the non-alcon "surgical kit" used at the facility changed in january 2023. The fiber events have occurred since the change. This would indicate the issue may be related to the surgical kit. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after an intraocular lens (iol) implant procedure, it was noted that fibrous foreign material was found near the incision after the surgery and iol reposition was performed. The foreign material was removed in an out patient clinic. The patient is under follow up. Additional information received from the surgeon and stated that, iol repositioning was performed due to high vitreous pressure and out of fixation of one haptic after surgery, however as per the surgeons opinion which is not related to the lens. There are seven medical device reports associated with this file. This report is associated with the 7 of 7 files.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).